Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the hydrolift arrived in knocked down condition. After a general inspection of the parts, we found the connection tubing broken. The visual inspection of the fractured surface did not show any hints for a manufacturing problem or sings or corrosion. This breakage of the connecting tube was likely broken by excessive force (bending forces, perhaps in combination with torsion forces) during the procedure. The manufacturing documents has been checked and found to be according to the specifications during the time of productions. There are no further complaints with that lot 51629788 at hand. No corrective action is required.

Event description:
Country of complaint: (B)(6). During an operation to insert a prosthesis stem spine, "hydrolift" implant broke, which in turn extended the operation approximately an hour. Surgery was completed successfully, no patient impact.